Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. A correction bolus was delivered and a supply change was performed to address elevated bg. Reportedly, the customer had not turned the carbohydrates feature "on" in the pump settings and delivered insulin by entering carbohydrates in the bg field, resulting in the elevated bg level. Tandem technical support assisted the customer in adjusting the setting to resolve the issue.